Event description:
It was reported that this was a venotomy closure of a left common femoral vein with two prostyle devices using the pre-close technique prior to an interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the interventional procedure was completed. Reportedly, post procedure, the suture knots were sitting above the skin and would not advance down with the suture knot trimmer for both devices. A new prostyle device was used; however, the suture knot sat above the skin and would not advance down with the suture knot trimmer. A figure eight stitch was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in the description of incident are filed under separate report numbers.